Event description:
Involved components: sz389r - ennovate mis rod pusher short - lot unknown.

Manufacturer narrative:
Investigation: we made a visual inspection of the received instruments. Here we found, that the rod pusher was partially jumped out of the guiding slots of the downtube. Additionally we found one of the two lugs broken off the other lug is in a proper condition. After that, we separated the pusher from the downtube and investigated the fracture surface of the broken lug. Here we found the typically signs of a forced fracture. Device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. The current failure rate is within the risk analysis and therefore acceptable according to according to din en iso 14971; severity was 3(5) and probabilty 1(5). Conclusion and preventive measures: the cause of the lug breaking and the pusher jamming cannot be conclusively clarified. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with the product sz378r - ennovate mis downtube short. According to the complaint description, the doctor was performing a multi-level mis thoracic fracture fixation using the ennovate mis kit. When trying to remove the rod pusher from within the downtube, it became clear it was stuck. He managed to wiggle to downtube and rod pusher free from the screw head together, however it was then discovered that part of the connecting mechanism which secures the downtube to the screw head had snapped off. There was a 10 minutes surgery delay but the aim was eventually reached. Additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: sz389r - ennovate mis rod pusher short - lot unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.